Manufacturer narrative:
Medwatch field was updated.

Manufacturer narrative:
The suspect meter was received for investigation and a broken display window was found. He glass was broken, the display showed no segments, and there was functionality. The meter did not show any signs of a customer mishandling.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated the meter display has a black mark that impedes the ability to see everything properly. The customer did not know what happened to the meter or if it was dropped or exposed to liquid. The "setup" and "logout" buttons were covered by the mark and when performing a patient test, the result was partially covered. The customer stated they cannot properly view and interpret the results. No adverse event occurred due to the display issue. The suspect meter was requested to be returned for further investigation. Replacement product was sent.